Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 480 mg/dl. The customer treated with manual injections. The customer stated that 2 of the reservoirs completely failed. The customer stated that the plunger was not moving on 2 of the reservoirs and her blood glucose was high. The customer declined to troubleshoot for high readings.